Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 3190 for patient code, code 3263 for method code, code 92 for conclusion code, which no longer exist. Code 4580 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that when using the v5m transducer with any of the three new s2000 helx touch ultrasound systems, the v5m intermittently stops imaging and displays a "maximum thermal limit exceeded" error message. The transducer must be disconnected and reconnected to recover imaging. The temperature displayed on the monitor has never gone above 38 degrees. There is no other warning of any kind leading up to the transducer shutting down. The same transducer does not cause any issues on an s2000 helx non-touch or the s2000 system. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and provide the type of report (see sections g4,g7); provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes (see sections h1,h2,h6); and provide additional manufacturer narrative (see section h10). The complainant reported that they were unable to continue study based on false over-temp readings. The investigation concluded that the false temperature readings were software related, and that they constantly activated a safety mitigation designed to prevent harm to a patient. A health risk evaluation was conducted, and it determined that the false over-temperature reading would not be likely to cause or contribute to death or serious injury. " refer to hre 2016-10. Reference complaint # (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide the date new. The original MDR was submitted with code 2199 for patient code, which no longer exists. Code 4582 has been selected for health effect clinical code (new field). Note: this report is being submitted retrospectively per FDA request.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 10/12/16. Additional information was received and it was reported that during a transesophageal echocardiography (tee) exam, an error message was displayed at random times during the procedure. The sonographer had to disconnect and reconnect the transducer to temporarily resolve the issue. The study was completed with no loss of data. There was no patient or user injury reported. No additional information was provided.